Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the box of tampons she purchased had two tampons come apart while trying to remove them. She was able to remove the tampon pieces.